Event description:
The customer reported that the insulin pump was alarming no delivery. The customer's blood glucose was not known. Troubleshooting was performed. The customer performed a 5 unit fixed prime and insulin exited the tubing. It was explained to the customer that there may be a possible site-related issue, possibly due to a bent cannula or occlusion in the site or set. The customer was advised to change the entire set. The customer received another no delivery alarm during a manual prime. Troubleshooting was performed and the issue was resolved by reconnecting the tubing and reservoir, verifying secure connection. The customer was advised the insulin pump was working as designed, as the no delivery alarm did not recur and insulin exited the tubing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.